Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer successfully reset the pump, and the malfunction did not recur after the reset. Technical support instructed the caller to contact them again if the issue recurred, and the customer confirmed their understanding of this advice.